Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, right hip. It was reported that while manually inserting the starter reamer into the patient's femur, the instrument broke in half. Both pieces were removed and put together at the back table to ensure nothing remained in the patient. Surgery was completed successfully with a delay of approximately 10-12 minutes. Rep reported that a picture of the device can be provided and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a partnership reamer was reported. The event was confirmed via visual inspection of the provided photograph of the device. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided photograph of the device indicated that it has broken into two pieces. The device is covered in blood. Nothing further can be determined from the photograph. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the reamer broke during surgery. The reported device was not returned however photographs were provided for review. Visual inspection of the provided photograph of the device indicated that it has broken into two pieces. The device is covered in blood. Nothing further can be determined from the photograph. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device lot code information and return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Primary procedure, right hip. It was reported that while manually inserting the starter reamer into the patient's femur, the instrument broke in half. Both pieces were removed and put together at the back table to ensure nothing remained in the patient. Surgery was completed successfully with a delay of approximately 10-12 minutes. Rep reported that a picture of the device can be provided and confirmed that no further information will be released by the hospital or surgeon.